Event description:
It was reported that this pacemaker system exhibited a rise in pacing impedance measurements reaching an out of range measurement of over 3000 ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and discussed the possibility of spring contact anomaly, or a possible fracture on the non-boston scientific rv lead. Additionally, there was a lead safety switch (lss) and myopotential noise was oversensed after the lss. This oversensing resulted in pacing inhibition. Ts additionally recommended following up with the physician. This pacemaker remains in service. No adverse patient effects were reported. Additional information received detailed this pacemaker was reprogrammed and that the patient will continue to be monitored.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the describe event or problem (b5) for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited a rise in pacing impedance measurements reaching an out-of-range measurement of over 3000 ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and discussed the possibility of spring contact anomaly, or a possible fracture on the non-boston scientific rv lead. Additionally, there was a lead safety switch (lss) and myopotential noise was oversensed after the lss. This oversensing resulted in pacing inhibition. Ts additionally recommended following up with the physician. This pacemaker remains in service. No adverse patient effects were reported.